Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging and was getting a surge when the device was turned on. It was believed that the patient's ipg was compromised during a non-device related surgery wherein electrocautery was used. Database analysis was taken and revealed signs of premature battery depletion that occurred after the reported non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. Malfunction was confirmed through ipg database analysis. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).